Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that during an unspecified procedure in the operating room. A black crescent was observed, inside of the subject device lens. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Updated fields: d8, h3, h4, h6. Corrected fields: b5, e1, e2, e3, e4, d5, g2, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "black cresent inside of lens" occurred due to broken lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid scope had a broken lens. There was no patient involvement.